Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and failed . A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information was received on 4/18/2023. It was reported that signal loss over one hour occurred. The patient experienced signal loss on 3/14/2023 5:14 pm and was in cuba at that moment. The patient just put the new sensor due to the issues of signal loss with the previous sensor. It is unclear if the sensor failed during warm up, but they had no readings from the newly inserted sensor. The patient tried several things to fix the signal loss, like putting the phone closer to the transmitter and buying internet for his phone. The patient stated that none of this worked and that the next days he spent in cuba without any way to measure his blood glucose, as he also did not have a blood glucose meter. He kept the sensor on all the time but did not receive any readings due to the ongoing sensor loss. On (B)(6)2023, still in cuba, overnight the patient experienced a hypoglycemic event and loss consciousness. Apart from having had cold sweats the patient did not remember exactly which symptoms he had. His wife had the hotel call an ambulance and he regained consciousness in the hospital around 8:00 am, the patient thinks he probably arrived at the hospital around 7:30am. The patient does not remember if any specific treatment was given or tests were done, but he does remember drinking cola. The patient added that in the hospital they could not measure his glucose level, ¿because the hospital only had 5 test strips¿. The patient left the hospital at 9:30 am and was back in canada the next day. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information was received on 06/12/2023. Upon further review of the data, a review of the share logs showed that there was a loss of connection was found within the investigation window. Performance logs showed a communication gap of over an hour from 5:11¿6:22pm on (B)(6)2023 and the patient continued to be in signal loss until stopping the sensor at 10:21 pm. The patient attempted to start a new sensor at 10:22 pm on (B)(6)2023 while still in signal loss, the patient attempted to turn bluetooth off and on but then experienced another communication gap from 10:30-11:04pm until the patient stopped the sensor at 11:09 pm. The patient experienced another communication gap from 11:14pm (B)(6)2023 to 3:05am (B)(6)2023. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).